Event description:
The customer reported a few milliliters of fluid leaked from the coulter act diff analyzer baths. The leak was not contained within the instrument. There was no report of biohazard exposure to mucous membranes or open wounds. No erroneous results were generated. Beckman coulter field service engineer (fse) provided instructions to the customer via telephone to manually drain the baths, check tubing for clots and running bleach through the instrument. The customer could not resolve the issue. The fse assessed the device at the facility.

Manufacturer narrative:
The fse found the baths not draining properly but did not observe any clots in waste line. The fse replaced silicone tubing on the drain pump, checked vales in the drain line and pinch tubes on lv13, lv14, and lv15 to resolve the issue. (B)(4).